Manufacturer narrative:
The company service representative examined the system and was able to confirm an issue related to the lamp. The xenon lamp was replaced to address the issue. The system was then tested and met all product specifications. The system was manufactured on august 30, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the xenon lamp; however, determining if the xenon lamp is nonconforming or past its rated life expectancy, cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the bulb is burned out and needs to be replaced. It was reported that there has been no patient harm.